Event description:
During insertion of heliostar into the first part of the guidestar sheath and the following aspiration according to IFU there were lots of bubbles being aspirated. Tapping the sheath, to make sure the balloon is straight in the valve and with several attempts (at least 10) we retrieved the balloon. Without balloon inside there were no air bubbles and aspiration was possible as desired. A new sheath was tried and error remained. Balloon was slowly pushed deeper into the sheath and the slow aspiration made it possible to aspirate with no more air bubbles. Procedure was successfully completed without issue.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow up report will be submitted as soon as the investigation is complete.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, d9, g3, g6, h2, h3, h6, h10. One 13.5f guidestar steerable guiding sheath was received with the dilator. There were no other accessories. Traces of blood were found on and inside the sheath and dilator. According to the event description summary, bubbles were initially seen during aspiration during insertion of the heliostar balloon catheter. When the balloon was removed, there were no more air bubbles and aspiration was possible. The hemostatic valve was viewed under magnification and looked normal with no anomalies. The sheath was aspirated with the tip submerged into water and a syringe connected to the stopcock. When the plunger of the syringe was pulled back, water was drawn into the sheath fully and smoothly. No bubbles were seen inside the sideport tubing. The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath did not exhibit leakage when tested using this method. The sheath was then leak tested using the iso 11070 for liquid leakage test method. The device was occluded at the distal tip and pressurized to 38kpa and held at this pressure for 30 seconds and no leakage was observed from the hemostatic valve. The sheath was further pressurized beyond 300kpa and no leakage was observed from the stopcock, sideport tubing or through the handle. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Returned device analysis revealed the sheath was within manufacturing specifications. The sheath aspirated fully and smoothly and no bubbles were observed inside the sideport tubing. The sheath did not leak when tested manually and also met the iso leakage test method requirement. According to the DHR, the sheath passed all in-process and final inspection steps including visual, mechanical, dimensional and leak testing. No manufacturing defects were found. Per manufacturing procedure (adelante magnum and destino magnum sheath assembly) sample size 100%: the valves are visually inspected before final assembly. Leak test cured sheath assemblies per procedure. Per qa procedure (destino steerable guiding sheath in-process and final inspection) sample size: ansi z 1.4, gen level I, normal, aql 1.5 normal perform leak test according to procedures based on available leak tester. The leak test is performed by manufacturing personnel at 100% and is observed by quality assurance personnel at aql level ansi z 1.4, gen level I, normal, aql 1.5 normal. Per IFU the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Aspiration and flushing of the sheath should be performed frequently to help minimize the potential for air embolism. For injecting or aspirating through the sheath, use the sideport only with stopcock. Prior to infusion, remove all air using the sideport. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.